Event description:
The report indicated that the customer began experiencing high bgs (301-500mg/dl) within ten hours of activating a new pod. Over the next seven hours, her bgs remained consistently high; a manual insulin injection was administered, but was ineffective at lowering her levels. The pod initiated an alarm, at which point it was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.